Manufacturer narrative:
The field service engineer found two hoses from the washing station were not properly attached and could have been causing the buckets to not be washed correctly. He corrected the position of the hoses and performed an incubation water change, loaded wash solutions, and performed a reaction component wash and cuvette blank. The values were within specifications.

Event description:
There was an allegation of questionable ise indirect na for gen.2 results for 1 patient on a cobas c 501 module. The initial result was 230 mmol/l. The result was outside of the measuring range (80-180 mmol/l) but did not have a data flag. The repeated result was 137 mmol/l. It is unknown which result was believed to be correct. The results were not reported outside of the laboratory. The electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
A slope alarm was noted during calibration. The field service representative found a broken cell rinse tube. After replacing it, the issue was resolved and the module is running within specifications. Based on the available data, a general reagent issue could be excluded. The investigation determined the service actions resolved the issue.